Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es neuro station was not connecting to the server, rendering the device unusable. The issue remained unresolved despite attempts to establish connectivity. The device displayed unknown device in the upper left corner of the screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.